Manufacturer narrative:
Investigation summary: the customer reported there are inaccuracies in the priming volume on me2020, and returned one used sample, and 5 labels, all of lot 24109116. Upon initial visual examination, the set had no defects or abnormalities. The set was tested for the priming volume, and it was found that 0.41 ml was needed to prime the tubing. This confirms the customer report of priming inaccuracy, as the IFU states it should take approximately 0.3 ml. The root cause for the issue has been identified as prime volume inaccuracy shown on the label. A project is underway to provide actions on the me2020 material in order to address the prime volume inaccuracy. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the volume on the package states 0.3 ml. When priming it we have found it takes anywhere from 0.3-1 ml. I primed three of them myself and it took 0.4 ml to prime.